Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a cre pulmonary balloon was used in an bronchoscopy with dilation on (B)(6) 2010 (patient age, weight, gender and identifier are unknown.) According to the complaint, during the bronchoscopy with dilation procedure, the balloon burst inside the patient. No fragments of the balloon detached. The case was completed with another of the same device with no harm to the patient. The patient was described as "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4): disposed.